Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio-ID fingerprint scanner was not functioning. The customer reported being unable to scan fingerprints, and no indicator lights were present on the scanner. When attempting to scan, the screen temporarily went black and then returned to the login screen. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) stated that the customer was unable to locate the keys, so the fse was unable to reseat cabling to the biometric identifier (bio ID). However, the fse confirmed with the customer that the scanner was working properly and operations were checked in both the application and hardware test application (hta). The system functioned as intended after the field service engineer verified the device.